Manufacturer narrative:
(B)(4). On (B)(6) 2013, follow up information was obtained related to the event. On an unreported date, the patient missed a day of dialysis. No additional information is available at this time. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 1 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. Treatment was not reported. Peritonitis had not yet resolved. No additional information is available.

Manufacturer narrative:
(B)(4). The onset of the peritonitis event occurred on an unknown date in (b)(60 2013. A review of manufacturing records for potentially associated lots h13a22015, h12k15051, and , h12l18038. Was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This event is for the same patient as (B)(4).